Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient was having chest pain due to pericarditis. Further examination confirmed that the rv lead caused a perforation, which was causing the pericarditis and the high threshold values. The lead was explanted and replaced, which resolved the issues. No further adverse patient effects were reported. It was indicated on the event report that the device will not be returning for analysis.